Manufacturer narrative:
(B)(4) date sent: 8/8/2025 b3: event year only reported: 2025 d4 batch #: c9ew8g. Additional information was requested and the following was obtained: is the top jaw loose but not detached? Yes investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the jaw detached and it was returned. In addition, a piece of a trocar was returned inside the shaft. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9ew8g, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the mesosigmoid the defect occurred. The jaw part came loose from the shaft. This was not in a strongly angulated situation. A new device was used. The procedure was delayed but completely successfully. There were no patient consequences.